Event description:
It was reported that during a recanalization procedure for occluded right femoral popliteal graft via left common femoral artery access, due to low rotations per minute the catheter was removed, and it was noticed that the helix was allegedly broken. It was further reported that another balloon was used to snag the broken helix as well as catheter head out of the patient. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample in pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. The helix was broken at 46 cm distance from the tip of the catheter. There was also strong kink present at on the tube at the same distance of 46 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure for occluded right femoral popliteal graft via left common femoral artery access, due to low rotations per minute the catheter was removed, and it was noticed that the helix was allegedly broken. It was further reported that another balloon was used to snag the broken helix as well as catheter head out of the patient. There was no reported patient injury.